Event description:
It was reported that the patient with this electrode was hospitalized due to inappropriate shocks and non-physiological signals. Technical services (ts) was consulted and observed a total of three inappropriate shocks, three untreated episodes, and four atrial fibrillation (af) episodes due to inappropriate sensing. All of these episodes presented the same characteristics: baseline wandering, big and saturated non-physiological signals, a drop in normal r-wave amplitude which made it difficult to distinguish, oversensing of noise/artifacts and baseline shift resulting in inappropriate shocks, and after the shocks the non-physiological signals were still present. As such, a ts consultant recommended in-person troubleshooting and x-ray imaging to evaluate the electrode connection, system placement, and electrode integrity. X-ray images were obtained and showed good electrode insertion. In the physician's opinion, since the recent x-ray imaging compared to implant imaging showed no differences, "sense b noise" occurred which warranted replacement of the electrode. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Product return is not indicated at this time. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that the patient with this electrode was hospitalized due to inappropriate shocks and non-physiological signals. Technical services (ts) was consulted and observed a total of three inappropriate shocks, three untreated episodes, and four atrial fibrillation (af) episodes due to inappropriate sensing. All of these episodes presented the same characteristics: baseline wandering, big and saturated non-physiological signals, a drop in normal r-wave amplitude which made it difficult to distinguish, oversensing of noise/artifacts and baseline shift resulting in inappropriate shocks, and after the shocks the non-physiological signals were still present. As such, a ts consultant recommended in-person troubleshooting and x-ray imaging to evaluate the electrode connection, system placement, and electrode integrity. X-ray images were obtained and showed good electrode insertion. In the physician's opinion, since the recent x-ray imaging compared to implant imaging showed no differences, "sense b noise" occurred which warranted replacement of the electrode. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.